Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep advised the inhouse biotech to order and replace the hv cable.

Event description:
It was reported that the 9600+ system tracks to the maximum technique when fluoring. No patient injury was reported.